Event description:
A customer reported a system message displayed during a refractive procedure. The procedure was at 13% completion. The surgeon aborted the procedure, recalled the pt's treatment plan and then completed the pt's surgery. No pt harm or injury was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).